Event description:
This is an international report where the home patient (hp) reported that he was having issues with programming because it's coming up with too many cycles. The technical service representative (tsr) explained that he will need to contact his peritoneal dialysis nurse (pdrn) or hospital for programming assistance. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The reported issue with programming because device was coming up with too many cycles was confirmed. The assignable cause for the reported issue was determined to be - therapy program error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. A service history review revealed no previous service events that were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.